Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self-test. Pump error 23 was noted which was expected. Successfully downloaded history files and traces using thump. Pump error 23 was found in the history files on 07/15/2025 23:57:56.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Battery cycle 5.0 received the lowbatteryalert (104) on 07/15/2025 21:42:00 after more than 7 days at 11.25 days. Battery cycle 4.0 received the lowbatteryalert (104) on 07/04/2025 15:00:00 after more than 7 days at 14.82 days. Battery cycle 3.0 received the lowbatteryalert (104) on 06/19/2025 09:11:00 after more than 7 days at 11.91 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and pcba 2. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case and label damage (stained and faded). Flashing medtronic logo not confirmed. Pump error 23 not confirmed. Blank display not confirmed. Unexpected battery power loss was not confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary. 2. Section e1 - updated customer name. 3. Section h6 - replaced hecc 4582 with 1905 and heic 2199 with 4613. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia and received a power loss alarm, insulin pump screen flashing with medtronic logo. The customer reported blood glucose value was unknown. The customer reported hyperglycemia was treated with insulin pump. The customer also received pump error 23 (post-reset ram crc alarm) and blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the display returned after being blank for less than 30 seconds. The battery cap contacts were not damaged or corroded. It was also confirmed that the customer was not able to clear the pump error 23 and power loss alarm. Troubleshooting was not performed and it was unknown whether customer was using the auto mode/smartguard feature at the time of the event also unknown if customer has been using the insulin pump system within 48hours of reported event. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a power loss alarm and insulin pump screen flashing with medtronic logo. The customer also received pump error 23 (post-reset ram crc alarm) and blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the display returned after being blank for less than 30 seconds. The battery cap contacts were not damaged or corroded. It was also confirmed that the customer was not able to clear the pump error 23 and power loss alarm. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-1884 will be returned for analysis.